Event description:
It was reported that; during placement of a vaginal sling; for treatment of urinary incontinence, resistance was encountered advancing this device through the patient's fascia. It was noted that the eyelet of the protective sheath had detached and remained in the patient. The doctor was unable to locate the detached eyelet and no retrieval was attempted. The sling was successfully placed. Upon completion of the procedure and removal of the device from the paitent the physician scoped the patient and noted a perforation of the bladder. No treatment was administered for the bladder perforation. This device has not been received for evaluation. Therefore, a failure analysis is not available. Without evaluating the device co is unable to determine at this time if the device met its specifications. The investigation of this event is ongoing.